Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. A lead fracture was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the noise previously reported resulted in inappropriate defibrillation therapy. Additionally, low defibrillation impedance was observed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.